Event description:
It was reported that during an interventional procedure in the left anterior descending artery, the voyager nc 3.5 x 6 mm dilatation device was advanced to the lesion and ruptured at 12 atmospheres. The device was removed from the patient anatomy and another unspecified device was used to finished the procedure successfully. There was no clinically significant delay in the procedure and no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). Catalog # 1011756-12. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, it was learned that the device was a voyager nc 3.5 x 12 mm dilatation balloon catheter and not a 3.5 x 06 mm as previously reported. There was no additional information received.